Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported difficult to remove from anatomy resulting in tissue injury appears to be related to procedural condition. The reported poor image resolution was due to patient anatomy and the device itself. The reported patient effects of unspecified tissue injury is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 2-3 and a restricted posterior. It was noted that imaging was difficult. An ntw clip was inserted and advanced into the left ventricle (lv). However, while in the lv, the clip became caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. However, it was observed that a chordal rupture occurred. The physician decided to reposition and deploy the clip. To further reduce mr, an nt was inserted into the left atrium and m knob was applied. However, after releasing m knob, the knob stopped responding and a cable break was suspected. The device stayed straighten and was unable to curve. Therefore, the device was removed and replaced. One clip was then implanted, reducing mr to a grade of <1. There was no clinically significant delay in the procedure.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 2-3 and a restricted posterior. It was noted that imaging was difficult. An ntw clip was inserted and advanced into the left ventricle (lv). However, while in the lv, the clip became caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. However, it was observed that a chordal rupture occurred. The physician decided to reposition and deploy the clip. To further reduce mr, an nt was inserted into the left atrium and m knob was applied. However, after releasing m knob, the knob stopped responding and a cable break was suspected. The device stayed straighten and was unable to curve. Therefore, the device was removed and replaced. One clip was then implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.